Event description:
The customer reported: a hosp staff noticed an alarm was sounding and found the pt in cardiac arrest with cyanosis. The pt was restored by heart massage and manual ventilation via resuscitation bag. It was reported that during resuscitation, the ventilator was connected to a test lung then, upon completion, connected back to the pt and there was no further problems. The ventilator was removed four days later.

Manufacturer narrative:
The event logs were made available and show that there were many low pressure alarm conditions for days prior to the event. At the event time there was a low pressure alarm that lasted 1807 seconds or 30.12 minutes. Account reports that "because the door of the sickroom closed, they were behind with noticing low pressure alarm." The customer also stated: "that it is strange that low pressure alarm happens though a circuit does not have leak. So, they insist that there may have been malfunction of the ventilation." This ventilator remained on the pt for 4 days after the event, and many low pressure alarms were logged in that time period.